Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(6) 2015. The fse found that the probe wipe rinse block was misaligned and was causing a leak. The fse realigned the rinse block, which repaired the leak. The repairs were verified by the fse. The beckman coulter internal identifier for this event is (B)(4).

Event description:
The customer reported a light blue leak at the probe of the coulter hmx analyzer with autoloader when running latron primer controls. The volume of the leak was about 1 ml and was not contained within the instrument. The fse was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
Upon revision the device manufacture date was changed from 07/01/2008 to 06/01/2010.